Manufacturer narrative:
Manufacturer ref# (B)(4). Since no device has been received for analysis, no product investigation can be performed and the reported failure could not be evaluated. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the manufacturing record evaluation, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A healthcare professional reported that during a mechanical thrombectomy procedure for acute ischemic stroke, an emboguard 87, 95 cm (product code: bg8795u, lot number: 9888409) exhibited leakage of inflation fluid during preparation, prior to insertion into the patient. The affected emboguard was replaced with a new device, and the procedure was completed successfully without any negative impact or consequence to the patient.

Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, b5, g3, g6, h2, and h11. Section b5: additional event information received indicated that it is unknown where exactly the leak was located. The maximum recommended inflation volume was not exceeded. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.